Event description:
A surgeon reports a possible loss of bcva in 16 patients following refractive surgery. A spreadsheet of patient data was provided and indicated 6 eyes experienced a decrease in bcva, greater than or equal to 2 lines. This report is being submitted for one patient who experienced a 2-line decrease in the right eye at one month post-op. The other 5 eyes are being submitted under the following manufacturer numbers: 1061857-2007-00087, -00088, -00089, -00090, -00091. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause determination is in progress.